Event description:
The manufacturer received information from a patient's family reporting that a ventilator service required alarm continued to occur on a trilogy evo ventilator in japan. No patient harm or injury was reported in association with this event. The device was reported to be in patient use at the time the issue occurred. The device has not been returned to the manufacturer for evaluation. However, a preliminary review of the device log identified an evt_press_sensor_mismatch error, indicating that the device software detected a significant pressure difference between the monitor pressure sensor and the outlet pressure sensor. This information initiated the complaint investigation. The manufacturer's investigation remains ongoing. At this time, the root cause of the reported issue has not been determined. If additional information becomes available, a supplemental report will be submitted.